Event description:
It was reported that the ventilator stopped ventilating completely, a bar was displayed on the screen and the patient was moved to another ventilator. The ventilator came back on after 30 seconds. It is unknown if the ventilator alarmed when the reported problem occurred. No patient harm reported.